Manufacturer narrative:
Philips service replaced the delayed relay (time relay) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that fluoroscopy was unavailable due to a delayed relay failure in the imaging cabinet on an integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.